Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified a small tear in the seam of the silicone balloon, roughly 6mm across. The opening exhibited smooth sides with no removal of material and no tearing. The suture knot was observed away from the tear. The location of the suture knot was determined to be unrelated to the tear. An inflation test was attempted. The balloon will not inflate. Bubbles were seen rapidly releasing from the rupture during a bubble emission test in plain water. An electrical evaluation was conducted for the hemopro. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply (B)(4) at level 2.5. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Continue in other remarks.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations is completed. Lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro btt port balloon popped. Also the device took longer to cut/seal the branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.